Manufacturer narrative:
(B)(4). G2: foreign - event occurred in france. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a total hip replacement due to sequelae of osteochondritis. This prothesis showed early loosening with pain on the right side, requiring revision surgery approximately 3 years post implantation. During the procedure, the surgeon noted that the femoral stem had broken at its distal end and that a fragment measuring approximately 1 cm remained in the femoral shaft. A femorotomy was performed to extract the fragment, with no further consequences for the patient. Diligence is completed and no further information on the reported event has been provide.